Event description:
An hcp reported via implantable systems performance registry (ispr) that the event was not related to the device, therapy, or procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving intrathecal lioresal 2,000.0 mcg/ml at 185.1 mcg/day via an implanted pump. The indication for use was listed as intractable spasticity. The patient did not feel she benefits from the pump and elected to have it removed. The severity was noted as no symptoms. On (B)(6) 2015 the device was interrogated and updated to decrease the dose 46 percent to deliver 100.1 mcg/day. The dose was decreased to have the pump removed. The entire system was explanted (B)(6) 2015. The etiology was an elective procedure. It was possibly related to device or therapy or implant procedure. The outcome was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the hcp placed the catheter at the thoracic level which is the reason they explanted the pump on this date.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, ,serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8780, serial# n447598001, implanted: (B)(6) 2014, product type: catheter. Corrected coding for new information received on (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the hcp placed the catheter at the thoracic level which is the reason they explanted the pump on this date.